Event description:
It was reported the (B)(4) implants disengaged from the inserter during the implantation process. Levels treated were l4-s1. The surgeon attempted to place implants at l4-l5 and l5-s1. During the implantation process, the implants seemed to disengage as the surgeon was malleting and levering the inserter. Two new implants of the same sizes were successfully placed at l4-l5 and l5-s1 using the same inserter. There was no impact to the patient and the delay to the surgery was approx 10 minutes.